Event description:
Complainant alleged that during a routine shift check of the device, the device would intermittently not power up in either ac or battery mode. The complainant indicated that there was not patient involvement in the reported malfunction.